Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient stated their device wasn't working and they used to feel tingling and now they didn't. There were no environmental, external, or patient factors that may have led or contributed to the issue. The device was interrogated and it was noticed contacts 0-3 were bad. The stimulator was reprogrammed around the bad connections. The patient was happy with the final result and felt the tingling again. The issue was resolved at the time of report. No further complications were reported or anticipated.